Event description:
The procedure was coil embolization of an unspecified intracranial artery that was heavily tortuous, and the level of calcification was unknown. It was reported that during the procedure, there was severe resistance when advancing an enterprise vrd (enc452812/10083985) in a select plus (mc) microcatheter (606-s255x/15510814). It is unknown where exactly resistance was met. Once both the microcatheter and the enterprise system were safely removed as a unit and were out of the patient, the mc was found to be kinked. It is unknown where exactly it kinked. The procedure was continued using a new microcatheter and a new enterprise. Afterwards, the procedure was completed with no further issues. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt 1058196-2012-00206 and 1058196-2012-00207.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15510814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00206 and 1058196-2012-00207. Additional information will be submitted within 30 days of receipt for both reports.

Manufacturer narrative:
The procedure was coil embolization of an unspecified intracranial artery that was heavily tortuous with unknown level of calcification. It was reported that during the procedure there was severe resistance when advancing an enterprise vrd (enc452812/10083985) in a prowler select plus microcatheter (606-s255x/15510814). It is unknown where exactly resistance was met. Once both the microcatheter (mc) and the enterprise system were safely removed as a unit and were out of the patient, the mc was found to be kinked. It is unknown where exactly it kinked. The procedure was continued using a new mc and a new enterprise. Afterwards, the procedure was completed with no further issues. Prior to use, no defect (kink, bends etc) was noted either the mc or the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No further information is available and procedural images are not available. A review of the manufacturing documentation associated with prowler select plus lot 15510814 presented no issues during the manufacturing process that can be related to the reported complaint. The enterprise and concomitant prowler select plus mc are not available for analysis. Based on the report that there were no kinks noted on the mc prior to use and that the mc was noted to be kinked when removed, it appears that procedural factors including vessel characteristics contributed to the kinking of the catheter and resistance with insertion of the enterprise. Based on the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00206 and 1058196-2012-00207.